Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue. D10, h3: device not returned.

Manufacturer narrative:
The additional proglide devices referenced are being filed under separate medwatch report numbers. Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with three proglide devices was attempted in the right (rcfa) and left common femoral arteries (lcfa) via 7fr sheaths using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the proglide devices failed to capture the vessels. The sheaths were upsized to 18fr and the evar procedure was completed. A surgical cut down was required for both the rcfa and lcfa at the end of the evar procedure for suture closure. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. No additional information was provided.